Event description:
Patient reported that her ms3 pump was alarming error not reading cassette. She is using her other backup pump. Did not miss any medication. No harm to patient. We are sending her a new pump asap. Diagnosis or reason for use: pah.